Event description:
The customer reported a motor error alarm. Troubleshooting was performed, but the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a corroded home switch. Unable to verify the displacement test due to the motor error alarm.